Event description:
Caller reported that cartridge was not fitting properly on pump, which was attributed to an o-ring on the pneumatic tap. Blood glucose level impact was not adverse, remaining well below 500 mg/dl. Technical support instructed caller to remove o-ring and clean the pneumatic tap area, leading to successful reload of cartridge. Caller planned to resume insulin independently with no further assistance needed.